Event description:
Related manufacturer reference number: 2017865-2023-36022. Related manufacturer reference number: 2017865-2023-36024. It was reported a patient presented with a pocket erosion and infection. Their system was explanted under fluoroscopy in a procedure on (B)(6) 2023. Post-procedure the patient was stable.